Manufacturer narrative:
(B)(4). Date of event: not reported, assumed the 1st day of the month that complaint was reported. Additional information was requested, and the following was received: do you have the linx product code? Lxm16. Do you have the lot number and serial number (if applicable)? 14175. On what date was the device implanted? Approximately 2017. On what date was the device explanted? On (B)(6) 2019. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Unknown. Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, at night, etc., )? Gerd reflux. Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, at night, etc., )? Intermittent dysphagia with mental health issue. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was done and have they received the test results? Do we have permission to contact the physician that performed the explant? If yes, what is the surgeon's name, address and telephone number. No and no. Did they have an autoimmune disease? Has the patient been prescribed medication? If yes, why was the medication prescribed? Was the medication prescribed to treat the dysphagia, gerd, etc. Were they taking this medication prior to implant ? Unknown. Are they currently taking steroids / immunization drugs? No.

Event description:
It was reported that the device was removed. The patient wanted the device out.

Manufacturer narrative:
(B)(4). Date sent: 08/14/2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 14175 was reviewed. No ncs, defects, or reworks related to the product complaint were found.